Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in bacterial peritonitis. The breach in aseptic technique was further described as touch contamination. The peritonitis was manifested by abdominal pain. The patient was hospitalized on the same day as onset of the event. On the same day as onset, the patient was treated with vancomycin (intravenously, once, dose not reported) and on an unreported date in the same month with vancomycin (intraperitoneally, 2 grams, twice) for the event. The patient was retrained on aseptic technique and was discharged five days after hospitalization. Treatment was discontinued and the patient was reported recovered from the event. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.